Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was replaced due to unspecified reasons. A 18cmx12mm ipp and 100ml reservoir were implanted. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was replaced due to unspecified reasons. A 18cmx12mm ipp and 100ml reservoir were implanted. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. The complaint component was not returned for analysis and the product record review revealed no additional information related to the complaint. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.